Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840016540, 510k # k091974 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: spinal kyphosis procedure: vertebral body replacement and posterior lumbar fusion it was reported that on an unknown date, post-op, the patient complained of lower limbs pain. The lower limbs pain tends to be reduced when the patient stretches her joint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.